Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. A new cartridge was loaded to resolve the issue.